Event description:
During a laparoscopic nissen funoplication procedure, the button started to break and the plastic parts that come together came apart. It became very difficult to open and close. No patient consequences.